Event description:
International affiliate reports the pt received a spondylodesis (l5 - s1) because of osteochondrosis in 2005. Approx one year later, a second procedure was performed to extend the spondylodesis. The pt later experienced pain and an x-ray revealed a broken pedicle screw at s1. Revision surgery was performed and the broken screw was replaced.

Manufacturer narrative:
Depuy spine has been advised that the broken screw head was discarded by the customer. The shaft of the screw remains in the pt. Review of the device history record could not be performed as the lot code is unknown. Photo copies of pt x-rays were examined but no conclusions could be made. The device is intended to be a temporary fixation device to aid in the process of spinal fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.